Event description:
Rn placed a midline following standard procedure. Attempted to flush and removed wire and cut catheter. Proceeded as usual, when catheter was in place, user noted that it would not flush. Attempted to trouble shoot several times but ended up removing. After device was removed it was noted that the catheter end had sealed together leaving only a pin hole resulting in being unable to pass fluid for a flush. Device was pulled, and a new line was placed in the other arm.